Event description:
It was reported to tyco/healthcare/kendall in 2002 that a pneumatic compression controller began to smoke after it was turned on. The biomed department was unable to get the controller to smoke again in a controlled situation. The controller was thrown out at the facility; no serial number available. No harm to the patient.